Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from the intermacs registry stating: ldh elevation plasma hbg power spikes & flow issues. Information also included: thrombus event signs or symptoms: hemolysis, abnormal pump parameters - yes. Intravenous anticoagulation: yes. Thrombus event confirmed: no. Device malfunction: no. Patient outcome: death. Device malfunction causative factor: no cause identified. Death date: (B)(6) 2015. Primary cause of death: withdrawal of support: pt refused pump exchange. Device function normal: no. Clarification was provided by a vad coordinator indicating that the patient failed to thrive post implant and experienced multiple complications, including right ventricular failure, multiple re-intubations, and a tracheostomy. Care was withdrawn. It was reported that the lvad was functioning as expected and there were no device issues related to the patient's expiration. It was reported that the pump was not explanted and would not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Approximate age of device - 41 days. The attached user facility medwatch report was received from the intermacs registry. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.